Event description:
It was reported that the lead was not capturing or pacing at maximum output. A lead dislodgement was suspected. The lead was turned off due to patient's other medical conditions and there was no plan to re-operate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.